Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from october 30, 2019 - october 31, 2019. H10: the actual device was not available. However, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted, that there was a leak at the spike port bonding area, where the customer had circled the location. The reported condition was verified. The cause of the condition could not be determined. However, the most likely cause was, due to inadequate or lack of cyclohexanone applied to the spike port cap tube, when it was inserted to the spike port, during the manufacturing process causing an incorrect bonding. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked "near the insertion mouth". The leak was discovered before use. There was no patient involvement. No additional information is available.